Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was capped on (B)(6) 2016 and replaced. No additional information was available.